Manufacturer narrative:
Complained instrument belongs to a batch of (B)(6) units manufactured in august 2022 and this is the 2nd complaint we receive for this batch and the 1st complaint reporting this type of defect. The analysis on the manufacturing documents and control quality documents detected that raw materials and production processes were conforming to the specifications. We have been informed on (B)(6) 2023 (see emails) by our representative on the field that the surgeon has implanted 3 cages: 2 cages reference sca-ac ts 05-s, batch number a-0827, 1 cage reference sca-ac ll 05-s, batch number 7-0963 and 3 screws reference sca-cs 30 14-s, batch number a-0238. Also, in another email on (b(6) 2023, our representative informed us that the patient has very hard bones. Therefore, the surgeon decided to use only one screw per case. In fact, when he tried to put the 2nd one screw into the cage, the drill broke and the tip remained inside the bone. They have made a control xray at the end of the surgery, but we did not receive picture (not kept by the hospital). The surgeon completed the surgery successfully with no surgical delay. The patient is fine. The instrument has been used for several surgeries with no issue. It has been returned and we clearly see that the tip of the instrument is broken. External laboratories have performed biocompatibility tests study (see rpt-077) on another instrument, reference mis-in 03 10-n, made with the same composition (same reference of stainless steel custom 465). According to this study, the instrument reference mis-in 03 10-n: is not cytotoxic in the framework of iso 10993-5 "biological evaluation of medical devices - tests for in vitro cytotoxicity" does not have to be classified as a skin sensitizer, in accordance with international standard iso 10993-10 does not have to be classified "irritating " according to the international standard to iso 10993-10:2010 does not have to be classified "pyrogenic" according to the international standard to iso 10993-10:2010 meets the requirements of the test according to the international standard to iso 10993-11:2017 mis-in 03 10-n instruments are not cytotoxic, not irritating, not sensitizing, not pyrogenic, and met the requirements of the acute systemic toxicity. Overall, one can consider that results of the biocompatibility tests, in accordance with the corresponding iso standards, are valid and in favor of the toxicological safety of the instrument mis-in 03 10-n. These results can be directly extended to the instrument sca-ic 09 00-n as they are manufactured using the same reference of stainless steel. Moreover, the surface of the test article mis-in 03 10-n was 56.5296 cm2 (see namsa and icare biocompatibility test reports), and the surface of the broken tip inside the cage is 37.34 mm2 (see picture below). The broken part from the instrument sca-ic 09 00-n inside the bone is significantly smaller than the part tested mis-in 03 10-n. This means that these data can be used as supporting data for the biological safety of the implanted broken instrument sca-ic 09 00-n. To conclude, the results of the biocompatibility tests allow us to attest that the risk is minimal regarding the presence of the tip of the instrument inside the bone. The patient's bone quality could explain that the surgeon had difficulties to insert the screw (and we were told that this is the reason why he decided to insert only one screw per cage) and that this step led to the breakage of the instrument. We decided to inform the national competent authority in slovakia via mir-24-2023.

Event description:
On (B)(6) 2023, we received a complaint from slovakia (see (B)(6) folder) reporting that, during the surgery, the tip of the straight drill broke. The broken tip remained in the patient's bone. The completed the surgery successfully with no delay and the patient is fine.